Event description:
It was reported that this male patient is experiencing severe pain, inflammation, and osteolysis, among other things due to the optetrak total knee replacement.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 201-78-15 - holding pin mini sharp point 4 pk 1387234, 201-78-81 - 3" trocar, mod. Hex 2pk 1032806, 203-96-03 - (11-2216) saw blade new stryker (.050) 85097, 203-96-10 - (11-2325) stryker 2000 90x13mm .050" 1.27mm 83319, 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm 89080, 204-01-06 - ps cemented femoral sz 6 0783532, 204-04-65 - trapezoid tibial tray sz 6f/5t 0976357, 204-32-01 - fluted stem extension 11l x 12 mm 1377032, 204-70-00 - tibial stem ext. Screw 1388145,

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The implant is approximately 13 years old. The cause of the pain, inflammation, and osteolysis cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this male patient is experiencing severe right knee pain, inflammation, and osteolysis, "among other things due to the optetrak total knee replacement". Implanted on or about (B)(6), 2009, there is no indication or mention of revision surgery. No additional information was provided.

Event description:
It was reported via legal that this male patient is experiencing severe right knee pain, inflammation, and osteolysis, "among other things due to the optetrak total knee replacement". Implanted on or about (B)(6), 2009, there is no indication or mention of revision surgery. No additional information was provided.